Event description:
It was reported that the patient observed a low glucose alert while reviewing alert history, completed blood glucose questionnaires, and stated the event had resolved hours prior without recalling the nadir or experiencing symptoms, and troubleshooting and education were completed. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included no impact on daily activities and no medical intervention or hospitalization. Investigation included review of available information and product-use troubleshooting. Investigation of this case revealed no device malfunction identified and no device component issue observed based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.